Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the severely calcified artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device became stuck with the non-boston scientific guidewire. The catheter and the guidewire had to be removed as a single unit and the procedure was completed with another of the same device. There was no patient injury.